Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4). Details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on "05/31/201" cutter tip producing bubbles, leads to harm to patient, hence concluded as reportable. All available information has been disclosed. This complaint has now been closed.

Event description:
There is something white on the tip.